Manufacturer narrative:
Based on the claim against the product by the customer noting tip came off of the shaft, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the main tube broken. A piece measuring proximately .236¿ x .116¿ was not returned with the instrument. Common causes of the failure of broken instrument main tube are typically attributed to damage during use, which could result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument could also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The complaint regarding tip came off of the shaft was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the prograsp forceps tip came off of the shaft. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.